Event description:
It was reported that during the surgery when used the ultra fast-fix, after successfully stripped off both t1 and t2, the surgeon prepared to push the knot but the suture broke. No patient injury was reported.

Manufacturer narrative:
Visual assessment of the devices showed the triggers have been fully advanced and are locked within the handle indicating a complete deployment. The depth limiters have been trimmed to the surgeons desired length. No ts were returned, however an 11 inch length of suture was returned. Examination of the suture showed no abnormalities. This investigation could not identify any evidence of product contribution to the reported complaint.